Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the pt was discharged home and three weeks post procedure, the pt presented to the hosp with leg pain. An angiogram was performed which showed good flow to the right side of the bifurcated stent graft and no flow to the left side which was the contralateral side; however, it was not possible to identify the exact location of the occlusion. Additionally the pt had a large left iliac artery that was aneurysmal and it narrowed down as it tapered distally. The left hypogastric artery was coil embolized and the aneurx stent graft was extended into the external iliac artery with a 14 mm diameter x 6 cm length stent made by another MFR. A micro infusion catheter was also put in the contralateral side to administer blood thinners over night. The next day the iliac artery was widely patent and there was good flow. No add'l clinical sequelae were reported and the pt is stable.